Event description:
According to the facility, the syringe did not attach to the fluid system well and different syringes had to be used. There was no impact to the patient.

Manufacturer narrative:
According to the facility, the syringe did not attach to the fluid system well and different syringes had to be used. There was no impact to the patient. A sample is available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed. Demographics were not given, but 0kg was entered since the submission portal will not accept this field blank.

Manufacturer narrative:
Corrected: d9: sample received date. Updated d4: lot number. Corrected h6: b and c.